Event description:
Device 2 of 2. Reference MFR report: 1627487-2015-10046.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2015-10046.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2015-10046.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: complaint was confirmed for ¿high impedance.¿ it was due to all wires broken inside both lead bodies. When align with a swift lock anchor, the breakage correspond to the distal end. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.